Event description:
Customer reported a button error on his insulin pump. He cannot scroll up using the up button. He has to scroll down from three hundred units to program a sixty five unit bolus. Customer's blood glucose is 280 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window.